Manufacturer narrative:
The returned screw inserter was examined. The inserter was found to be stuck inside tulip head of a screw. Upon disassembly of the two devices, the weld that holds the alignment block to the inserter was found to be fractured. The alignment block is attached to the shaft via a right-hand thread and welded in place. It is likely that this weld fractured while removing the screw by twisting in the left-hand direction. It is likely that the alignment block was forced too far into the tulip head causing the tulip to splay and ultimately become stuck to the inserter. A review of the DHR did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tulip head splayed while placing a set screw during surgery. The screw was removed and replaced with an alternative screw. After screw removal, the screwdriver was found to be stuck inside the tulip of the screw. Upon receipt of the screwdriver at zimmer biomet, it was determined that the alignment block weld is fractured.